Event description:
Advocate stated her son received a blood glucose reading of 21mg/dl on the contour next link 2.4, retested on a different meter and the reading was 128mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The patient had been ill earlier, but there was no mention it was due to his diabetes. The advocate was advised to return the strips for evaluation. New meter and strips were sent to the customer. Strip information was not provided.